Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump had system overheating issue while device was in use. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated field: b4, d9, e1(initial reporter name), g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the issue could not be reproduced during testing. Based on patient conditions, it is presumed that unstable heart rate variations (e.g., af mode) temporarily increased the compressor load, causing the overheat. No abnormalities were found inside the device. After performing operational inspections and a running test, no recurrence was observed. The device is functioning properly; results are good.